Event description:
The customer stated that his glucose readings had been erratic. He tested his blood glucose and received back to back readings of 587, 117, 270, and 290 mg/dl. The difference between the readings falls in the "c" and "d" zones of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. Troubleshooting showed the system to be operating as designed, so no product will be returned for eval.